Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins). The consumer reported that the patient¿s first ins had moved in a similar way to the current ins. It was noted that the current ins had moved further ¿back¿/moved closer to the middle of the patient¿s back. No further complications were reported.